Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to verify button error alarm, motor error alarm or button/keypad unresponsive due to failed battery test. Motor passed motor test. Moisture damage found on the keypad traces. Pump received with cracked battery tube threads,reservoir tube lip, broken belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 89 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.